Manufacturer narrative:
A comprehensive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientifics established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. Section a. Patient information: not available despite multiple good faith efforts.

Event description:
It was reported that a decompression system driver broke during a surgical procedure. Multiple requests were made for information, however a response was not received.

Manufacturer narrative:
Section a. Patient information: not available despite multiple good faith efforts.

Event description:
It was reported that a decompression system driver broke during a surgical procedure. Multiple requests were made for information, however a response was not received.